Event description:
Prior to a procedure with the tenex system, small particulates were observed within the needle cap that was sealed on the handpiece. Another handpiece was used to complete the procedure. There were no patient complications reported.